Event description:
The customer contacted therakos to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the centrifuge bowl broke during the procedure. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer returned photographs and the smart card for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot p311 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot p311 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned smart card and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4), (B)(6) 2026.

Manufacturer narrative:
The kit was not returned for investigation. Six photos of the complaint allegation were provided for investigation. Smart card data showed that an alarm #7: blood leak? (Centrifuge chamber) occurred during a treatment after 104ml of whole blood had been processed. The alarm #7: blood leak? (Centrifuge chamber) was a result of the centrifuge bowl break that can be seen in the customer provided photographs; blood can be seen leaking from the chamber, on to the pump deck, and over the exterior of the instrument. The leak detector strip has been torn from the wall. The drive tube appears to have been pulled from the top of the centrifuge bowl, and the bowl is lying on the bottom of the centrifuge chamber. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. The root cause of the bowl break could not be determined from the smart card and customer-provided photos. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 25/mar/2026.